Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that the axsym analyzer only opened the upper portion of two caps of reagent bottle 1 of the troponin-I adv assay. There is no impact to patient management reported.